Manufacturer narrative:
Product complaint # (B)(4). Date of event: publication year of 2010. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. (B)(4).

Event description:
It was reported via literature entitled: late onset postoperative pulmonary fistula following a pulmonary segmentectomy using electrocautery or a harmonic scalpel. Author/s: keigo takagi, md,1 yoshinobu hata, md,1 shuichi sasamoto, md,1 kazuyoshi tamaki, md,1 kazuhiko fukumori, md,1 hajime otsuka, md,1 chiyoko hasegawa, md,2 and kazutoshi shibuya, md2. Citation: ann thorac cardiovasc surg vol. 16, no. 1 (2010). The purpose of this retrospective study was to examine the postoperative pulmonary fistula as a complication after the use of either electrocautery or a harmonic scalpel without stapling devices. From 1998 to 2006, a total of 28 patients (n=14 male n=14 female, age range 27 to 83 years) underwent segmentectomy with either electrocautery (ec group) (n=17) or a harmonic scalpel (hs group) (n=11) without the use of any stapling devices. In hs group, harmonic scalpel-ii (ethicon) was used in the procedure and its blade was a curved shears type. Postoperative complications included air leakage in acute phase (n=2); late onset pulmonary fistula (n=5); and late onset pneumothorax (n=3) which did not require any special treatment. The late onset of pulmonary fistula after discharge occurred more frequently in the harmonic scalpel group than in the electrocautery group. Because of the thick coagulation necrosis (coagulum) generated by the harmonic scalpel, the postoperative wound healing was delayed, and it was thought that the small bronchial stump could therefore not tolerate the airway pressure. It seemed to be necessary to ligate the stump of the small bronchus of the cut surface around the point close to pulmonary hilum, even if.